Event description:
It was reported that a patient underwent an initial partial knee arthroplasty. Approximately fourteen (14) years post-implantation, the patient reported that the polyethylene articular surface had worn out and arthritis is present in the joint. Subsequently, the patient underwent revision surgery to convert the partial knee replacement to a total knee arthroplasty. All available information as been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b2; b3; b4; b5; d6b; e1; e2; e3; g2; g3; h2; h6; h11. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial partial knee arthroplasty. Approximately fourteen (14) years post-implantation, the patient reported that the polyethylene articular surface had worn out and arthritis is present in the joint. A revision surgery is pending to convert the partial knee replacement to a total knee arthroplasty. Due diligence is in progress for this event; to date all available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown oxford tibial tray: catalog#ni, lot#: ni; unknown oxford femoral component: catalog#: ni, lot#: ni. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. Diligence is in progress to determine whether the product will be available for evaluation following revision surgery. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information provided; no product was returned or pictures provided. Review of the device history records could not be performed as part and lot information was not provided. A definitive root cause could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.